Manufacturer narrative:
Additional information: section b7, h6 and h10: additional information provided by the hospital medical records indicated that approximately four years and four months post valve implant, a few weeks prior to admission the patient experienced significant shortness of breath episodes, requiring bipap and diuresis. The patient had increased gradients and was recommended for a valve in valve procedure. The patient returned and a second 23mm sapien 3 valve was deployed within the existing valve. There were no procedural complications nor ew device malfunctions. The post procedure echo showed the aortic mean gradient was reduced from 44mmhg to 8mmhg. No pvl and no ai. The patient was discharged on pod2 in stable condition. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradient may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and patient becomes symptomatic, it may require intervention. In this case, the cause for the increased gradient four years and four months post valve deployment is unknown but maybe attributed to the patient¿s co-morbidities or pre-existing valvular disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately four years post implant of a 23mm sapien 3 valve, the patient's mean gradient increased to 50mmhg up from 19mmhg at one day post procedure. A second 23mm sapien 3 valve was implanted within the existing valve. The post op echo showed a reduction in the mean gradient to 9mmhg. There were no complications during the procedure. The patient was taken to recovery.